Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI: (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient presented with flap striae in right eye the day of the procedure. A flap lift was performed. It was stated that the patient had no loss of best corrected visual acuity (bcva) in right eye. The patient complained of blurry vision halos/glare/shadows. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2015: right eye pre-op 20/20 -6.00 x -.75 x 150. Bcva from (B)(6) 2015: right eye post-op 20/20.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. There are two medical device reports associated with this patient. This report references the right eye only. All pertinent information available to abbott medical optics has been submitted. Placeholder.